Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the distributor the product arrived damaged with sterility barrier potentially compromised. There was no patient involvement.

Manufacturer narrative:
(B)(4). Investigation of the product determined the sterility of the product in the inner package is not compromised. This event is now determined to be not reportable. The initial report should be voided.

Event description:
No further event information available at the time of this report.